Event description:
Received a copy of customer medwatch from FDA. Customer states: "when the rn was disconnecting the IV tubing from the PICC port, the end of the tubing broke and remained in the end of the PICC port (which started to drain blood)." There was no pt harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Product was discarded per customer. The customer complaint of valve leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.